Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that a system alarm occurred 45 minutes into a routine hemodialysis treatment. The operator contacted nxstage and reported the event after he had already discontinued the treatment without attempting to resolve the alarm. Treatment was discontinued without rinseback of the pt's blood, resulting in an estimated blood loss of 210cc. No medical intervention was required. The operator was advised by technical support with regards to appropriate troubleshooting steps to resolve the alarm and that manual rinseback should be performed if the alarm did not resolve.

Manufacturer narrative:
No problem was found during testing and evaluation of the returned cycler. The reported alarms could not be duplicated. The exact cause of the system alarms is unk. Device labeling instructions includes appropriate instructions for responding to system alarms. Review of alarm troubleshooting instructions is included in operator training materials. Reported blood loss was reviewed with facility staff and add'l training was provided. Occasional alarms during hemodialysis treatments are expected and should not result in a blood loss if device labeling instructions are followed. A direct correlation between the reported blood loss and the nxstage system one cannot be established. Nxstage will continue to monitor this event as part of the routine complaint process. Nxstage medical considers this report closed. No add'l info will be provided.